Manufacturer narrative:
Internal report: (B)(4). Lancet device was not returned for evaluation. Most likely underlying root cause: mlc-61: improper use/mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for broken lancing device accompanied by symptoms. The customer is concerned with tests results from results obtained of undisclosed. The expected fasting blood glucose range is undisclosed. The customer reported symptoms of slurred speech and confusion. Medical attention is reported as a result of the reported symptoms. The product's storage location is undisclosed. During the call a back to back blood test was not performed by the customer due to symptoms. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.